Event description:
The customer reported the ventilator alarmed vent inop and would not boot up due to an air valve liftoff failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The product support engineer advised the customer replace the air valve to resolve the issue. Attempts to confirm the device serial number and obtain repair information have provided no information.

Manufacturer narrative:
The customer was advised to replace the air valve assy.

Manufacturer narrative:
Supplemental report